Event description:
Boston scientific crm received information that this patient developed an infection. The physician elected to explant this cardiac resynchronization therapy defibrillator (crt-d). This patient is not pacemaker dependent, and there were no other adverse patient effects reported.

Manufacturer narrative:
This crt-d will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.